Event description:
The client complained that the plastic on the catheter is too ridged. They reported that this cause caused brachiocephalic injury, which had to "fixed". Additional information was requested from the account.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit states, "thread tip of catheter over guidewire. Grasping near skin, advance catheter into vein with slight twisting motion. Precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter. The customer did not provide a lot number; therefore, a device history record review was performed based on a potential lot from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The client complained that the plastic on the catheter is too ridged. They reported tha this cause caused brachiocephalic injury, which had to "fixed". Additional information was requested from the account.